Event description:
It was reported that while the ventilator was connected to a pt it changed pt category from adult to infant and generated two technical error codes. One code indicated disabled valves and the other an internal memory error. The event occurred at the same time as the nebulization was started. The ventilator was replaced. There was not pt harm. (B)(4).